Event description:
A friend of the end user called in and stated the end users skin was reddened after the usage of a wafer.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. An investigation was conducted and through the analysis of complaint data a specific root cause could not be determined. Based on the evaluation of the materials and processes, there was no change to the products that can indicate assignable situations that would account for the serious injury reported. No additional pt/event info details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.